Event description:
I recently purchased an electric wheel chair. The chair is a model 1170 xl MFR by pride mobility products corp. After receiving this chair and trying to use it, I found the control -joy stick- to operate or control the chair in the wrong way. To explain, when the js is pushed forward, the chair goes forward, when the js is pushed forward and to the right, the chair moves forward and to the right, when the js is pushed rearward, the chair goes backward, when the jr is pushed rearward and to the right, the chair goes back and to the left. This is dangerous as it is going in the opposite direction from which the operator is directing it to go. The chair should travel in the direction that the control, -joy stick- is pushed. You should not have to remember that to go back and to the left you have to push the control back and to the right. I have contacted the pride mobility products corp. Customer service department and have been advised that the chair is operating correctly and to the industry standard. If this is correct someone needs to change the standard. I expect to have something changed on the chair or pride will have to pick it up. I wish to thank you in advance for your help in this.